Event description:
Patient (pt) admitted to acute care and underwent left total hip replacement. Seat cushion initiated next day. Pt weighed 209 lbs. Pt was admitted to snf (skilled nursing facility) two days after surgery. Waffle cushion found deflated following day. Manufacturer response for pressure reduction cushion, bariatric waffle cushion (per site reporter). Equipment failure reported to 'customerservice@ehob.com'. Equipment available for return to manufacturer for investigation. Awaiting response.